Event description:
It was reported via repair work order that the arm rest were wobbly due to missing clamp bushings. Also, reduced braking force that was due to a bent brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.